Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely dues to a defective image sensor unit or failure of internal board of video connector however, the root cause of the component failure is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (ot) was informed that the asset/loaner endoeye flex 3 dimensional deflectable videoscope was found to have a no image malfunction from an e216 scope communication error during an unspecified event. No patient injury or harm was reported to olympus. The device was returned for evaluation.

Manufacturer narrative:
The evaluation confirmed the reported e216 error, however, the cause of the reported error was not confirmed. Additionally, a portion of the bending section cover glue is chipped and the angulation function is out of specification. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.